Manufacturer narrative:
The reason for this revision surgery was to alleviate patient pain in the groin area. The length of time in-vivo is unknown since no original surgery date was not provided or determined; the original surgery date of (B)(6) 2004 submitted on the initial medical device report can not be confirmed. The information provided with the investigation suggests the implant may have been in vivo approximately 10 years. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records and investigation history was not conducted since a lot number was not provided or could be established for the original surgery. Multiple searches of the patient database could not confirm a lot number or any information identifying the date of the original surgery. Information was not provided that definitively identified the root cause for the pain. Factors un-related to the implants that may contribute to a joint pain are: degenerative tissue, improper surgical technique or incorrect implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient having pain in the groin area.